Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Our field service engineer (fse) was on site to investigate the issue further and found out that the expiratory channel circuit board required replacement. After replacing the expiratory channel circuit board, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for investigation. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref. #: (B)(4).